Event description:
The user received questionable sodium results for two patient samples when they were repeated on this analyzer. The samples were originally tested on integra 400 serial number (B)(4). All results are in mmol/l. Patient sample 1 original result was 137 and was reported outside the laboratory. The repeat result was 130 with a data flag. The sample was retested on (B)(6) 2010 and the result was 137. Patient sample 2 from a (B)(6) male, original result was 133 with a data flag and was reported outside the laboratory. The repeat result was 127 with a data flag. The sample was retested on (B)(6) 2010 and the result was 133. Corrected reports were not issued. It was unknown if the patients were adversely affected. The lot number of the sodium electrode was 21595202. The field service representative determined the fluidic ise tubing was worn and defective. The user replaced the tubing. Direct ise calibration and precision testing were performed to verify the analyzer operation.